Manufacturer narrative:
The pump has not been rec'd for eval. A f/u report will be filed upon completion of the eval, or if any add'l details become available.

Event description:
The facility rep reported a pump that will not run, it just alarms. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.